Manufacturer narrative:
A review of the device history and complaint database could not be performed since the lot number was not provided. The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a nephrostogram procedure the drainage catheter that was placed on (B)(6) 2021 was noted to be broken. A new drainage catheter would have been placed for this patient. Medical intervention would have been necessary. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.